Manufacturer narrative:
The device was received containing fluid in the bladder. Visual inspection was performed via the naked eye noted evidence of leak (backflow) at the fillport when the fillport cap was removed. The cause of the backflow was due to a particle lodged under the device checkband. The particle measured to be 0.40 square mm in size. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had backflow from the filling port. This issue was discovered after filling; immediately after removing the syringe from the fill port. There was no patient involvement. No additional information is available.